Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with customer it was discovered customer was using cold insulin within the cartridge. Customer was educated on cartridge/insulin use per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem instruction, only use room temperature insulin.